Event description:
Coronary stent did not completely inflate during use following coronary dissection rotational athrectomy. Partically inflated stent left in coronary artery. Pt required openheart surgery to remove stent.